Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported approximately 18 years post implant, the right ventricular lead had high, unmeasureable values, low impedance values, undersensing and no capture. Consequently, a lead revision procedure was completed: lead capped and replaced with another right ventricular lead. No patient complications have been reported as a result of this event.